Event description:
On (B)(6) 2011, the patient/lay-user's daughter contacted lifescan (lfs) alleging that her mother was experiencing an inaccurate high issue with her one touch ultra meter. The medical surveillance specialist (mss) spoke with the patient's daughter on (B)(4) 2011 and obtained the following information. The patient's daughter reported that her mother had suffered a stroke a "year ago" and is unable to talk or communicate how she feels. The alleged issue with the subject meter began on (B)(6) 2011, at 12:30 pm, when her mother was "acting differently." She stated that her mother had eaten at 9am, had her lunch at 12 pm as usual and her morning glucose result had been "normal." However, at 12:30 pm, although the patient was "awake she was unresponsive and out of it", and knew she had to test her mother's glucose. The patient's daughter obtained a glucose result of "104 mg/dl" on the subject meter and did not administer any medical action. She stated that her mother manages her diabetes with actos (15 mg), lantus (30u) and glipizide (10 mg) and earlier that same day at 10 am her mother reportedly took all her medications as usual. In response to her symptoms, the daughter gave her mom a bath and while she was taking her mother back to bed, "30 minutes" after the alleged issue started the patient suffered a "seizure." Paramedics were called out to the house at 1:30 pm, tested her blood glucose and obtained a glucose result of "54 mg/dl." The patient's daughter reported that they "immediately" treated her with a glucagon injection, and was taken to the hospital's emergency room (ER). At the hospital she was tested again and the ER meter got a result of "67 mg/dl." She was reportedly admitted to the hospital for 4 days. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient's daughter claims the patient developed symptoms suggestive of a serious injury and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Lifescan has not received the requested products involved with the complaint. On (B)(4) 2012, lifescan conducted testing with a retain lot of test strips involving this complaint. The retain test failed testing. The retain test strips had a low bias result at 100 mg/dl with a blood sample. A DHR (device history record) was also completed for this product on (B)(4) 2012 and no deviations, non-conformances, or reworks were observed.